Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g4; h2; h3; h4; h6 corrected: d4 reported event was confirmed by review of medical records noting patient has elevated metal ion levels. Acetabular component is loose along with a discrepancy in the limb lengths, pain and scar tissue. Shell is surrounded with lots of scar tissue and in too vertical orientation. Surgery was completed with a new zb neck and head and a competitors liner and cup. DHR was reviewed and no discrepancies were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item #00801803202/ femoral head/ lot # 61661886, item# 00784800300/ modular neck/ lot # 61588254, item# 00771301100/ femoral stem / lot # 61569688, item# 61569688/ continuum shell/ lot # unknown, item# 00875201232 / hxpe liner/ lot # 61376932. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 -04390, 0001822565 - 2019 -04597, 0001822565 - 2019 -04598, 0001822565 - 2019 - 05458.

Event description:
It was reported that patient underwent left hip revision surgery 3 years post implantation due to elevated ion metal ion levels acetabular component loosening, limb discrepancy and scar tissue. Attempts have been made and additional information on the reported event is unavailable at this time.